Event description:
Report rec'd of overdelivery. The device was return to the biomedical department. The customer stated the pt was receiving an unspecified pain medication. No specific programming parameters were provided. The customer reported that the pt pushed the pendant 3 times. The first 2 demands delivered 2mg each, and the third dose reportedly delivered 4mg instead of the expected 2mg. The customer contact stated the nurse and physician were not concerned because there had been a 10ml loading dose that was not given. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.